Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula was bent, which caused the pump to declare occlusion alarms (alarm number in pump history: 2). The infusion set had to be changed every other day. The patient's blood glucose was reported to be at 340mg/dl. A correction bolus was administered to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2017-00733, 3012307300-2017-00736, 3012307300-2017-00737, 3012307300-2017-00738, 3012307300-2017-00739, 3012307300-2017-00740, 3012307300-2017-00741, 3012307300-2017-00743, and 3012307300-2017-00744.